Event description:
The pt was in the emergency room after having a seizure. The pt missed their refill appointment and the pump was dry. The hcp reported this was the second time this had happened. A follow up report will be sent when additional info is received.